Event description:
It was reported that after administering busulphan with the bd phaseal¿ secondary set (c62), the top of the tubing became opaque. The following information was provided by the initial reporter: "during administration of busulphan, the nurse noticed the tubing of the c62 has turned opaque. Trained pharmacy staff prepared IV busulphan 180mg in 360ml normal saline in a b braun 0.9% sodium chloride intraveneous infusion b.p. 500ml single dose container and attached bd phaseal secondary set c62 to the infusion bottle during the preparation. The product was passed over for counter checking before sending the final product out to ward 2b. There were no particles, clumps, abnormal colour or any opacity seen on the final product. While administering the preparation to the patient, staff nurse from ward 2b observed the tubng of the phaseal secondary set turned opaque approximately 2 hours after the infusion started... The colour change did not cover the entire length of the tubing, it only appeared at the top part... The pharmacist-in-charge... Was immediately informed of the incident. Busulphan 60mg/10ml vials are stored according to the required condition i.e. In a refrigerator (2°c -8 °c) regularly monitor by pharmacy staff. The incident was then reported... To the bd phaseal clinical product manager."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: photo sample was provided to our quality team for investigation. Upon visual inspection, a tubing with drug or chemical inside it is observed. A device history review was performed and found no non-conformance's associated with this issue during the production of lot ta12140, all product was manufactured according to specification. After the investigation, considering no issue were detected during production, the trend history complaint (no related complaint) and in all c62 devices put on the market no similar problem has been detected, it is concluded that the most probably root cause could be misperception of the user when administer the drug into the set. Product undergoes inspections throughout manufacturing according to procedure. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time. Manufacturing personnel have been notified. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.